Event description:
It was reported that caller received minimum fill notification when attempting to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller confirmed sufficient insulin in cartridge and, under guidance from technical support, removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, and reloaded same cartridge, after which cartridge loaded successfully and insulin delivery resumed; no additional issues were reported.